Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 322 was confirmed through review of the event history log, but was not reproduced. It has been determined that the upper and lower auxiliary were the failing components which caused this error. The upper and lower auxiliary were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. See scanned page.

Event description:
It was reported that a pump alarmed for a system error 322. It was also reported that there was no pt injury.